Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during an attempted lead revision due to elevated thresholds, this right ventricular (rv) lead displayed product performance issues that prevented repositioning. The physician stated the suture sleeve was loose, and he felt the sleeves are too stiff and hard to cinch down onto the lead. The physician also noted difficulty in extending and retracting the helix. The lead was explanted and replaced. No adverse patient effects were reported. The lead was explanted. No further information is available. This report will be updated if more information becomes available.